Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of a combination of prosthesis wear, aseptic loosening between the femoral component and the bone, and patient conditions. The loosening may have led to an increase in cement and bone particles in the joint space, which may have resulted in prosthesis wear, or prosthesis wear, secondary to kinematic conflicts, may have contributed to particle-induced osteolysis. The contribution of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. Section (d11) concomitant devices: cemented finned tib. Tra sz 4f/4t (cat# 200-04-44 / sn# (B)(6)). Three peg patella 35mm (cat# 200-02-35 / sn# (B)(6)). Cr tibial insert sz4, 9mm (cat# 200-24-09 / sn# (B)(6)). Section(s): no information has been provided: a4, a5, and b6. The following section(s) have additional info; g4, g5, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation. Concomitant devices: cemented finned tib. Tra sz 4f/4t (cat# 200-04-44 / sn# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / sn# (B)(4)). Cr tibial insert sz4, 9mm (cat# 200-24-09 / sn# (B)(4)).

Event description:
As reported, the (B)(6) y/o male, approximately 7 years postop the patient¿s right knee was revised due to symptomatic failure of the arthroplasty to the right knee and significant surface wear and oxidation of the polyethylene. There was advance periarticular osteolysis in the tissues, in the medical femur, and tibia effective joint space. Procedure was completed and the patient tolerated the procedure we. Patient sent to the pacu in stable condition.